Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during the bariatric procedure, dr. Stapled the blue load, but the same on one of the lines did not staple, releasing some staples without the stapling of the tissue, so he made a suture for safety reasons to the patient. I collected the loads used during the procedure, because the doctor informed that all the staple lines performed there was an excess of bleeding. There was no harm to the patientprocedure: sleeve gastrectomy

Manufacturer narrative:
(B)(4). Batch # p55x5x. Device evaluation: the analysis results showed that the ecr60b cartridge reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.